Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user placed an adhesive clip on the back of the ilet, attempted removal, and inadvertently lifted the back identification plate, after which a ribbon cable was found disconnected and the device would not charge. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included device replacement provided as a goodwill gesture. Investigation included review of user report and return analysis planning for the affected units. Investigation of this device revealed evidence consistent with user-induced physical damage to the device enclosure and internal connection that led to charging failure. It was concluded, based on previously established findings for similar reports, that the cause was a device handling/use error resulting in damage to the charging hardware connection.